Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised after patient complaint of instability. Surgeon reported the shell was found to be loose. The surgeon reported the accolade ii stem was well fixed and well positioned but all other reported devices were explanted. Rep has provided primary operative notes and an x-ray.

Manufacturer narrative:
An event regarding loosening involving an unknown tritanium shell was reported. The event was confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated the x-ray confirms a grossly loose acetabular component however, insufficient information was provided for further evaluation. Patient demographics, revision operative reports, serial x-ray images and lab reports are needed. -product history review: a review of the product history records could not be performed as lot information was not provided. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event was confirmed. Based on the rejected medical review ¿x-ray confirms grossly loose acetabular component¿ the root cause cannot be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical records, x-rays, operative reports, etc. Are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient's left hip was revised after patient complaint of instability. Surgeon reported the shell was found to be loose. The surgeon reported the accolade ii stem was well fixed and well positioned but all other reported devices were explanted. Rep has provided primary operative notes and an x-ray.